Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient and event information.

Event description:
Related manufacturer report number: 1627487-2020-01114, 1627487-2020-01116, 1627487-2020-01118. It was reported the system was explanted due to the device bulging through the skin. No further information is available at this time.